Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the customer's rash/skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a red rash and itching skin right under the adhesive part of the pod. The customer went to the doctor who prescribed triamcinolone acetonide cream. The pod was worn between 36 and 48 hours.